Event description:
It was reported that the programmer took more than ninety seconds to start up, and it was unable to identify a device. The programmer was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: analysis confirmed the programmer had a slow boot-up time, as a result the hard drive was re configured and software was reloaded. It was unable to be confirmed that the programmer was unable to identify a device.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.